Event description:
It was reported that telemetry monitoring was lost on over 250 patients for approximately 4.5 hours. It is not known if any patient injury or death was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.